Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 535 mg/dl. The customer treated his blood glucose level with the insulin pump. The display returned after troubleshooting. The insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed. The device was not returned.